Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device involved was not returned for further evaluation. Without the actual device, a thorough investigation could not be performed. Retain samples were pulled and tested. No defects were found, the retain samples were found to meet specifications. A review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). Although it was confirmed that the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the product leaked during use. No injury reported.